Event description:
It was reported to philips by a customer that the unit had an error code 1007 vent inop. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the customer stated that he replaced the da/mc cable and the da and then ran the unit for 48 hours and returned the unit to service without testing it in anyway. The customer stated that he was advised to just run the unit for 24 hours and return to service after replacing the parts. The rse informed the customer that we never recommend not testing a unit per the service guide before returning to service. The rse informed the customer to turn the unit on in service mode and see if the part serial numbers display. When he did this, he advised that the da and flow sensor serial numbers do not display correctly. The rse informed the customer to doublecheck all the work that he performed to be sure that there are no bent pins. The rse informed the customer that if all work is double-checked and nothing is found to be incorrect, then the unit may have a faulty cpu. The rse provided part number for cpu and emailed the caller a new service guide. The rse informed the customer to always test the unit per the service guide after part replacement and to never just rely on running the unit for a while to suffice as proper testing. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
It has been identified that MFR report#:2031642-2022-00032 is the correct report and is the primary complaint. MFR report#: 2031642-2022-00266 has been identified to be a duplicate and should be nulled.